Event description:
It was reported that a system error 2240 (air in set/line) alarm occurred on the homechoice device during dwell 5 of 5 of peritoneal dialysis therapy. The home patient was connected to the device at the time of the alarm. Nothing unusual was noted that could have caused or contributed to the reported alarm. The patient finished therapy using manual exchanges. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. A review of all batch record documents was performed for associated lot number s14d23099 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. As the device was not returned, a complete device analysis could not be completed. The cause of the reported alarm could not be determined with the available information. Should additional relevant information become available, a supplemental report will be submitted.